Event description:
The customer stated that the pump is malfunctioning as it is not administrating the proper volume of feed.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer reported the pump is malfunctioning as it is not administrating the proper volume of feed. The unit was triaged, and the reported issue could not be confirmed at this time. An accuracy test was performed, and the unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.